Manufacturer narrative:
Evaluation of the returned ruby coil lp revealed that the device was advanced from its starting position within the introducer sheath and coagulated blood and an unknown substance were within the introducer sheaths distal tip. Based on the reported complaint, this damage was likely incidental. During functional testing, the ruby coil lp could not be retracted from its returned position within the introducer sheath or advanced out of its introducer sheath due to the coagulated blood and unknown substance within the sheath; therefore, functional testing could not be performed, and the root cause of the inability to advance the coil through the microcatheter during the procedure could not be determined. Further evaluation of the device revealed bends throughout the pusher assembly. This damage was likely incidental to the complaint. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Section h. Box 6. Conclusions code 1: 4316 - the investigation findings do not lead to a clear conclusion about the root cause of inability to advance the coil through the microcatheter.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the gastroduodenal artery (gda) using ruby coil lps and a non-penumbra microcatheter. During the procedure, two ruby coil lps were successfully implanted into the target vessel and the microcatheter was subsequently flushed. While attempting to advance the next ruby coil lp, resistance was encountered, and the coil would not advance past its initial position within the introducer sheath. The physician continued making attempts to advance the ruby coil lp and it was eventually advanced into the microcatheter; however, the coil would not smoothly advance through the microcatheter. Therefore, the ruby coil lp was removed. The procedure was completed using a new ruby coil lp and the same microcatheter. There was no report of an adverse effect to the patient.